Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the tether set screw driver broke off intra-operatively during tightening. The fractured piece was recovered using a curette, and the surgery was completed using the second driver in the kit. There was no delay or impact to the patient.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: visual inspection revealed the tip of the driver was fractured. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for tr:eatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of the tether set screw driver broke off intra-operatively during tightening. The fractured piece was recovered using a curette, and the surgery was completed using the second driver in the kit. There was no delay or impact to the patient.